Manufacturer narrative:
This report is submitted on november 30, 2021.

Event description:
Per the clinic, the patient experienced performance issues with his device requiring an integrity test which was performed on (B)(6) 2021 under a general anaesthetic.